Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following day after implant an interrogation report indicated that there was a right ventricular (rv) defib lead impedance warning triggered for high/undefined impedance the day of the implant procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.